Event description:
It was reported during an implant attempt the patient's blood pressure dropped and the patient lost consciousness. A myocardial perforation was noted under fluoroscopy. The patient developed a cardiac tamponade. The lead was not used. The patient became stable after drainage was performed and there were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.